Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/15/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/15/2015 with the following findings: during testing, the display was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the keypad cover was peeling below the ok button. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no contamination was found under any button contacts. Initial reporter: (B)(6).